Manufacturer narrative:
An attempt to reproduce the reported event using simplera - software version 1.3.3 installed on samsung a25 android 14 with a transmitter was conducted and confirmed the issue is not reproduced. The software did not successfully adhere to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specifications (B)(4). After conducting an investigation, we have identified that synchronization of lost comm timers and native parts can work as not expected for slow devices and a lot of stored data in dbs. So, it can depend on slow performance on slow devices, it can be caused by the over-communication with database and graph drawing (graph redraw full line whenever received every new measurement), and based on this, due to performance, the timer for lost comm will not be able updated at time. Issue confirmed. Presently, we do not have immediate solutions for the reported issues. Nonetheless, the upcoming release/s of the simplera application will address these concerns. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no com other device to mobile. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8400.